Event description:
A patient had surgery on his right knee in 12/2004, for an acl repair. He returned to the surgeon with a reaction, which the surgeon believed might have been due to the absolute absorbable screw and cross pin. On 04/2005 screw was removed and replaced with a bone graft.

Event description:
A pt had surgery on their right knee in 12/04 for an acl repair. Pt returned to the surgeon with a reaction, which the surgeon believed might have been due to the absolute absorbable screw and cross pin. In 2005 the screw was removed and replaced with a bone graft.